Event description:
It was reported that the drive support cap was protruding from the case. It was stated that the customer did press on the cap to push it back into place, but did not experienced low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded drive support disk and missing end cap sticker.